Event description:
Notified that a customer was using heating pad and it "caught fire." Received pad on 10/15/99, and it has one small burn hole only on one side of the pad. There were no flames. No injury was reported. Customer wants refund of two heating pads only.